Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-00422. It was reported the patient was only receiving stimulation in the stomach area in the upper right side. Surgical intervention was taken and both of the patient's scs leads were successfully explanted and replaced with new leads. Effective stimulation therapy was established postoperative and the issue was resolved.